Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unexpected receiver shutdown occured. No product or data was provided for evaluation. Confirmation of the allegation and root cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). MFR 3004753838-2019-32244 was reported in error. Please disregard initial reporting of this event as this event has now been deemed non-reportable.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a receiver display malfunctioned. The product was evaluated. An external visual inspection was performed and passed. The receiver charge and boot passed. The receiver log download passed. A functional test was performed and passed. A review of the receiver log was performed and passed. The allegation was not confirmed. The probable cause could not be determined via product. No injury or medical intervention was reported.